Event description:
Philips received a complaint on the v60 ventilator indicating that the stands wheels are broken. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) provided the customer with part information. In a good faith effort (gfe) response from the customer, it was stated that it was unknown if the parts had been ordered yet and the device issue had not been resolved. This investigation is ongoing.

Manufacturer narrative:
The remote service engineer (rse) provided the customer with part information. In a good faith effort (gfe) response from the customer, it was stated that it was unknown if the parts had been ordered yet and the device issue had not been resolved. In a good faith effort (gfe) response from the customer received on 25jul2024, it was stated that the customer had received their replacement base assembly and replaced it to resolve the broken wheel issue. The customer confirmed that the device was back in service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.